Manufacturer narrative:
Submit date: 02/09/2017. An investigation is currently underway; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with a dialysis catheter. The customer states that the catheter had been pinched, this was noticed prior to use.

Manufacturer narrative:
A device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all dhrs are reviewed for accuracy prior to product release. The physical sample involved in the reported incident was not returned for evaluation. One photo was provided by the customer. Visual evaluation of this photo was performed; the picture showed the shaft of one catheter. In this photo it was observed a section of the tubing deformed. An ishikawa diagram was used to determine the potential causes for this event. This complaint has been confirmed; however the root cause was unable to be determined. The conditions which the catheter was submitted to before it was noticed that the shaft was deformed was not detailed and in addition, the catheter was observed outside of the original package. As reported by the customer, the deformation of the catheter was noticed prior the use. Based on the above information, the most probable cause is. Material submitted to excessive pressure by the user. No trends or triggers were identified and no harm to the patient was reported on this complaint; therefore further corrective or preventive action are no required at this moment. It must be noted that in-process controls, such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the catheter had been pinched, this was noticed prior to use.